Manufacturer narrative:
The reported event for high impedances was not confirmed. Visual inspection of the ipg did not identify any anomalies that would contribute to the reported issue. The ipg was functionally tested and passed all testing.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-13038. It was reported the patient's lead moved laterally and was not giving the patient therapy. Surgical intervention was undertaken on (B)(6) 2021 during which the existing lead was measuring high impedance upon repositioning. The surgeon decided to explant and replace both the lead and ipg to resolve the issue. Effective therapy was established post-op.